Event description:
A nurse reported that during vitrectomy surgery, there were difficulties with aspiration which resulted in a delay of 20 minutes. The surgery was completed, and there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).